Manufacturer narrative:
Section a4: additional information manufacturer's investigation conclusion: a direct correlation between the reported events (clot, right heart failure, renal dysfunction) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until expiring on (B)(6) 2018. The patient's death was investigated under MFR# 2916596-2019-02603. To date, (B)(6) has not been received for evaluation. The hm3 lvas IFU lists peripheral thromboembolic events, right heart failure, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Post-implant, he developed anuric acute kidney injury subsequent to cardiogenic shock and right ventricular failure. Nephrology was consulted and determined that patient has a history of chronic kidney disease at baseline w/ admission creatinine 1.9. Creatinine peaked at 6/1 on (B)(6) 2017. Renal function stabilized and patient creatinine on discharge was 3.6. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017 patient went to the operating room for re-exploration due to oliguria with increased central venous pressure. The right ventricle was compressed and retained fluid and clot was evacuated. No further information provided.